Manufacturer narrative:
Manufacturer ref# (B)(4). Occupation: non-healthcare professional. 510(k): k171712. Summary of investigational findings: the following allegations have been investigated: ivc thrombus, complex retrieval, tilt, abdominal pain. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2018. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided." Additional information received on 10jun2020: patient allegedly received an implant on (B)(6) 2018 via the right jugular vein due to ivc thrombus, followed by a successful retrieval on (B)(6) 2018. Patient is alleging tilt and complex retrieval (unsuccessful attempts using supplied snare as hook was positioned against left lateral wall). The patient also alleges periodic abdominal pain near the belly button. On (B)(6) 2018, implant report: "the jugular vein and ivc are widely patent. No caval clot is identified. Impression: successful placement of retrievable infrarenal ivc filter." Per the (B)(6) 2018 successful complex filter retrieval report: "this demonstrated wall adherent thrombus against the left lateral wall of the ivc extending from the level of the confluence to the infrarenal or juxtarenal ivc. There is no significant clot noted within the ivc filter. The ivc filter has tilted laterally to the left with a hook against the left lateral wall. The ivc filter is positioned in a suprarenal ivc." "Using the endobronchial forceps, the hook was captured and the ivc filter was sheathed and removed in its entirety. The filter was inspected and noted to be intact". "Intravascular ultrasound was then performed after thrombectomy of the ivc to the level of the common iliac vein, which again demonstrated a widely patent ivc without significant residual thrombus."